Event description:
At about 3 years and 11 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon converted the patient from a moto knee to a total knee system. The surgery was completed successfully. Patient reported that she lost 125 pounds and said the knee didn't feel the same.

Manufacturer narrative:
Batch review performed on 10-feb-2025: lot 189247: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 10-jan-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved. Batch reviews performed on 10-feb-2025: moto partial knee 02.18.if1.08.rm tibial insert fix s1 rm - 8mm lot. 177886 (k162084) lot 177886: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 13-mar-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf1.rm tibial tray fix cemented s1 rm (k162084) lot 160679: (B)(4) items manufactured and released on 11-oct-2016. Expiration date: 29-may-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.